Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited a low rv intrinsic amplitude alert and a ventricular signal that was not being sensed by the device. Additionally, there were false signal artifact monitoring (sam) episodes due to detection of the patients atrial fibrillation (af). Technical services (ts) discussed troubleshooting options at that time. It was later reported that during the previous sam episodes, the patient was undergoing an af ablation procedure. There was noise, oversensing, pacing inhibition with possibly greater than two seconds of asystole, and impedance measurements of greater than 3000 ohms observed during the sam episodes. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.